Event description:
Routine complaint investigation when a health care facility reporting a low reading of 30 mg/dl on a precision pcx meter when compared to a laboratory result of 189 mg/dl. These values, when plotted on a clarke error grid, the results fell into the "e" zone showing the defference in results to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.